Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for atrial flutter with rapid ventricular response detected as ventricular tachycardia (vt)/ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.